Manufacturer narrative:
The insulin pump was received with intermittent buttons due to corroded keypad traces. No display ramping on its own anomaly was noted. The unit was also received with a cracked case at the display window corners, cracked display window, cracked reservoir tube, cracked battery tube threads, and minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump experienced a keypad anomaly. The customer stated that she was trying to do a bolus when the numbers kept going up. She stated that the keypad would not respond to any key presses. The customer's blood glucose was 90 mg/dl. She noted that the keypad became unresponsive. The customer did not observe any significant events leading to the keypad issues. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.